Event description:
It was reported that the patient underwent a right knee replacement arthroplasty. The bearing could not be seated properly, and it was suspected that there was deformation in the locking mechanism. Finally, the surgery was completed with another bearing product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee replacement arthroplasty. The bearing could not be seated properly, and it was suspected that there was deformation in the locking mechanism. Finally, the surgery was completed with another bearing product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part shows signs of severe damage such as nicks and gouges on the inferior side of the part and railing is also damaged. No major damage was observed on the superior side of the part. The dovetail feature is compressed on one side and flared out on the other side. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to surgical error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.